Manufacturer narrative:
A photo was returned by the customer showing a tear or a hole in the tubing. There was no ballooning or rupture observed in the tubing. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was conducted and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch did not allow fluids to be injected into the patient due to a midsection rupture of the tubing, which caused patient discomfort or an uncontrolled condition and had to extend their hospital stay. There was patient involvement; however, no death or serious injury was reported as a result of the event.

Manufacturer narrative:
The device is not available for investigation; however, a photo was received for evaluation. The investigation has not yet been completed.